Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 511211 st. Jude lead, implanted: (B)(6) 2011; dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that there was far field r-wave (ffrw) oversensing and questionable capture on the right atrial (ra) lead. The p-waves were also noted to be low. Reprogramming was performed and the issue was not resolved. The lead was capped and replaced. No patient complications have been reported as a result of this event.